Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was no confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an issue in which the image became distorted. The event occurred at inspection for use. The intended procedure was diagnostic inspection and was completed using a similar device. There were no reports of patient harm.